Manufacturer narrative:
Product ID 8711, serial# (B)(4), implanted: 2007 (B)(6); product type catheter product ID 8709sc, serial# (B)(4), implanted: 2007 (B)(6); product type catheter. (B)(4).

Event description:
It was reported, the patient experienced an overdose. It was noted, the patient had a pump replacement a couple of weeks ago and six days after the new pump was implanted the patient came back to the healthcare provider (hcp) with symptoms of overdose. It was further reported, the patient then improved for 2-3 days without any changes to the pump and then the patient started getting worse again with symptoms of overdose. It was reported symptoms included being lethargic and in a ¿coma like state.¿ the pump was programmed to minimum rate on 2014 (B)(6) and the patient¿s symptoms continued after programming the minimum rate and are still ongoing on the date of this report. The residual volumes were checked on 2014 (B)(6) and the actual residual volume matched the expected and the pump was filled with saline. The pump was being used to deliver baclofen. It was further reported, the patient remained hospitalized and had no change from taking the pump down to minimal rate. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient's pump was previously replaced on (B)(6) 2014 was due for replacement. It was noted on the day of the device replacement surgery (B)(6) 2014 the patient spent a little longer in anesthesia because the patient was intubated. It was reported following the pump replacement, when the patient got home, the patient was described as being "fine" and was hungry. However, on 2014-04-21 a family member recognized cognitive changes and it was noted the patient has multiple sclerosis (ms) and this was not unusual. It was further reported that the patient did fine on the dosages until (B)(6) 2014 until they became lethargic and short of breath. Symptoms were noted as having had a gradual onset. On 2014-04-22 the patient was tired "which wasn't unusual" because the patient could have these symptoms from their ms, but four hours later the patient was short of breath and that's when 911/emergency services was called. An hcp at the time felt that it might potentially be pneumonia and they were potentia lly going to admit the patient at that point; however since that hospital did not do baclofen pumps the patient was sent to an alternate hospital where the implant surgery was originally done. It was reported there was a two hour timespan between transferring hospitals and emergency intubation was performed as the patient was so unresponsive. The emergency room (ER) physicians were noted as all saying they had never seen anyone like that. The patient did not receive "regular intubation medication" because the patient was so still, unresponsive, and not reacting. It was further reported the patient then had started to rouse a little bit and they gave him medication and "put him out." It was noted that they left everything the same with the pump while the patient was in the intensive care unit (ICU) the first seven days and the patient came out of their "state slowly." The patient was extubated on the second day of being in the ICU. On day eight of being in the ICU the patient developed a fever of 105 degrees, had a seizure, vomited and aspirated and then had to be re-intubated. The patient remained very unresponsive for five days and it was decided at that point to turn the pump down to the lowest setting because the hcp was trying to take anything sedating away. It was noted two to three days later they took the baclofen out of the pump because the patient was not responding and they felt maybe the pump or catheter might be leaking. It was reported the surgeon felt confident nothing was wrong with the pump, but the managing hcp decided to remove the baclofen from the pump as the patient was still in a coma. It was further reported the patient slowly recovered and had spent a total of 34 days in the ICU. It was also reported that the patient was also recovering from pneumonia because the patient had aspirated. The pump was now administering saline and the patient had lots of spasticity. It was also indicated that currently they have turned off the pump because their "sure if it's working or leaking". No diagnostic studies regarding the pump were performed. The managing physician stated they did not feel comfortable putting anything in the pump after such an "involved ICU stay." In regards to what triggered the event, it was reported, "the patient was an interesting case and had many brain mris and cat scans and they struggled with how lethargic the patient was." The reporter stated the patient gets a lot of neurological fluctuations with their ms and it was harder for them to tell if it was ms flare-ups or the medication and pump therapy.